Event description:
Customer reported that some time in 2008 she received erratic readings on her freestyle freedom blood glucose meter. Customer reported receiving readings of 401 mg/dl and 97 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of hypoglycemia, for which she was instructed by her physician to take glucose tablets. There was no report of permanent injury associated with this event.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported readings were not found in the meter's internal memory log.